Event description:
It was reported that 12-15 years ago the manufacturer's device was attached to their spine via two wires with the belief the device would block the pain from their feet from reaching their brain. The patient had peripheral neuropathy-non diabetic. It was noted that the device didn't work.

Manufacturer narrative:
Lead unknown, model unknown, lead unknown, model unknown, (B)(4).